Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2004, patient underwent following procedure: exploration fusion l4-5; re-exploration and release adhesions, decompression and foraminotomies l4-5 bilaterally; re-instrumentation with plates and screws at l4-5; transforaminal posterior lumbar interbody fusion and posterior fusion l4-5 segment with carbon cage implant and bmp supplement with autologous bone graft. Pre-op and post-op diagnosis: probable failed fusion l4-5 segment lumbosacral spine; persistent lumbosacral instability l4-5; lumbar canal stenosis intraforaminal l4-5 on the left; lumbosacral radiculopathy with chronic pain syndrome. As perop notes: "...rhbmp-2was then prepared and placed in the anterior aspect of the disc space.. A 9x9x28mm carbon cage fiber anatomic cage was filled with additional rhbmp-2 and vmp product and inserted into the disc space from right sided transforaminal approach.. Final x-rays showed good position all implants and interbody fusion cages.. The patient tolerated the procedure well.. "Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.